Event description:
A report was received that the patients incision site was swollen and bleeding. It was noted that the patient was sent to the emergency room (ER) and was unknown if there was intervention that has been provided.